Manufacturer narrative:
The customer reported that they will return the defective unit/part for evaluation if a return label has been provided. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault during patient use. There is no patient harm reported. Patient was placed on another ventilator.